Event description:
Clinical review rationale: an 80-year-old male underwent a CABG (coronary artery bypass grafting) procedure on (B)(6) 2026 and had direct impella 5.5 placed. During surgery of CABG times two, the patient required transfusion of three units of blood. With good faith efforts, the field representative responded in relation to events occurring during the bleeding "nothing out of the normal during cabgx2" and that heparin was given to the patient since it is required with cardiopulmonary bypass (amount unknown). Bleeding is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements.

Manufacturer narrative:
Investigation summary: the investigation has been completed. The device was not returned for investigation. Peri-procedural adverse event (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.